Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mixer assembly" has been identified to be the faulty component. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary:oxygen supply failed.

Event description:
The following was reported to hamilton medical ag: summary:oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mixer assembly" has been identified to be the faulty component. Correction: replaced defective component.